Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. There was no reported adverse impact to customer's blood glucose level related to the reported issue. Reportedly, the customer was able to remove the air bubbles and resumed insulin delivery.